Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and suture was used. The needle was protruded from the package. There was no adverse consequence to the patient.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. Upon visual inspection, no hole or tear was seen that could impact sterilization barrier.